Manufacturer narrative:
(B)(4). The device wasn't returned to physio-control. Physio has contacted the customer to obtain more information about the event and to check if the device will be returned for evaluation after all. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device advised to shock on a rhythm that in their opinion was non-shockable. The customer added that there was a possibility that the users did not stop CPR when the device prompted to do so. There was patient use associated with the reported event but no information on the patient outcome or patient details was provided.

Manufacturer narrative:
Despite several attempts from physio-control to get the device returned, and to get additional information, the customer did not send their device for evaluation, nor did they provide any additional information. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control was provided with the electronic patient record of the reported event. In an analysis of the patient record it was concluded that the shock advisory algorithm made appropriate shock advised or no-shock advised determinations for all five of the analyses. The first two analyses resulted in appropriate no-shock advised determinations, followed by three appropriate shock advised determinations. For the first two shock advised determinations the device disarmed, as the shock button was not pressed within 15 seconds. The device was powered off 5 seconds after the third shock advised determination. As the users did not believe the rhythm was shockable, they did not follow the instructions to push the shock button when the device made the shock advised decisions. There was no evidence of a device malfunction.

Event description:
The customer contacted physio-control to report that their device advised to shock on a rhythm that in their opinion was non-shockable. The customer added that there was a possibility that the users did not stop CPR when the device prompted to do so. There was patient use associated with the reported event but no information on the patient outcome or patient details was provided.